Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during the investigation, the load step was tested, and investigators were unable to duplicated a large prime volume or load malfunction. The force sensor calibration was found to be with in specification. The pump¿s cover was removed to inspect the force sensor flex; no intermittent defects were found. A review of the black box showed no evidence of a load step malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.